Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a post-polypectomy site in the colon. According to the complainant, during the procedure, the clip would not fully open; therefore the physician was unable to deploy the device. Another of the same device was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be "okay" at the conclusion of the procedure. Preliminary investigation results revealed that the clip assembly was damaged. Based on the information from the device evaluation, this event is now a reportable event.

Manufacturer narrative:
(B)(4) (clip broke / prongs overbite). A visual examination of the returned device found that the clip assembly was mashed onto the bushing and the control wire was not attached to the clip assembly. During a functional evaluation, the control wire could be actuated. It was also noted that the prongs were bent and had an overbite. Based on the evaluation conducted and the details of the complaint, the most probable root cause of this complaint is undeterminable. A review of the device history record was performed; no anomalies were noted that could relate to this event.